Manufacturer narrative:
The sample is not available for investigation. The investigation report is incomplete at this time. A f/u report will be sent when investigation is complete.

Event description:
The event is reported as: could not get the inside trocar out. No pt injury reported.